Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from b12lt device was returned with no damage in the external components. One (1) seal torn was returned inside a plastic bag. In addition, the packaging opened was returned along with the instrument. The universal seal was disassembled in order to evaluate the condition of the seals. Upon disassembling, was confirmed that the seal torn returned belong to the instrument. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. Device history review: a manufacturing record evaluation was performed for the finished device lot 741d08 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 10/29/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lower anterior bowel resection and during cleaning of trocar using gauze, the grey valve material was torn from inner circle. A fragment was generated but retrieved. New port/trocar was opened and replaced. The surgery was delayed 3 minutes. Replaced trocar. The procedure was successfully completed. Were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, other information: cannot confirm at 100% if the small corner remained captured in trocar or if it fell into patient. Nothing was identified therefore assumed it was not left in patient. There were no patient consequences.